Event description:
Event description cpi received information that the patient came into the hospital with complaints of feeling ill. Examination of the surface electrocardiogram noted the patient's intrinsic heart rate was lower than the lower rate limit programmed for pacing therapy. After patient diagnostic tests were performed, the implantable cardioverter defibrillator (ICD) began to pace the patient appropriately. The ICD remains implanted. Investigation of this ICD had identified it as being part of a trend that generated a safety alert on december 4th, 1998. The physician was notified of the safety alert on december 9, 1998.